Event description:
The physician used a programmer feature enabling to reduce a flutter. Whereas only atrial should be paced; the ventricular was also paced synchronously.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.